Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he had difficulty linking a sensor to the insulin pump. When he removed the sensor, he saw that the cannula was not there. The blood glucose reading was 165 mg/dl. The customer reported that the introducer needle was difficult to remove. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.